Event description:
The customer reported the evis exera iii gastrointestinal videoscope was used on a patient with creutzfeldt-jakob disease. The event occurred during procedure and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the sales representative on behalf of the customer about the reported event. The customer stated that the scope was removed from the cabinet and was not used on any other patient. Tac emailed a creutzfeldt-jakob disease letter to the rep to share with the customer on how to handle the scope. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur. Correction to the initial report: (B)(4).

Event description:
Per additional information received from the customer, the subject device had not been used on another patient, and the destruction instructions from olympus were followed.